Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the device and right ventricular (rv) lead exhibited high out of range shock impedance measurements in all configurations. Boston scientific technical services (ts) was consulted and suggested performing isometrics and pocket manipulations along with a 1.1 joule and maximum energy shocks to evaluate the integrity of the system. Subsequently the patient underwent the suggested testing and all impedance measurements were within range. The physician has opted to continue to monitor the patient. The device and lead remain in service. No adverse patient effects were reported.